Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected fields: b5, d9, e1 and g2 (company representative is not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause for ''no image coming with digital visual interface port'' could not be determined. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use prior to a diagnostic upper gastrointestinal (ugi) endoscopy.

Event description:
It was reported, the video system center found no image coming with digital visual interface port. The problem arose while preparing for diagnostic use, the procedure was finished using the same equipment but through a different port. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.